Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type : catheter. Product ID: 8781, serial#: unknown, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-dec-2019, UDI#: (B)(4); product ID: 8781, serial/lot #: unknown, ubd: 07-dec-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding an unspecified patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for an unknown indication for use. It was reported that the hcp was not able to aspirate via the catheter access port (cap) since the patient was in a prone position, so there was still drug in the old pump segment of catheter. The patient was currently in the operating room and assistance with programming a catheter revision was requested. The patient¿s original catheter (model 8780) had been revised before in the past as well so there was a total of 126.1 cm of existing catheter when the patient came in. The hcp wanted to move the catheter higher, so they revised the spinal segment. The hcp removed 70 cm of the existing spinal segment on (B)(6) 2021 and added a total of 5 0.5 cm of spinal segment with a new 8781 kit. It was further reported that the 8781 kit had a collet that the hcp was not able to get to work so they opened up an 8784 and just used that collet. The hcp had reduced the dose by 50% since the catheter was higher now. No further patient complications have been reported as a result of this event. Additional information was received from a healthcare provider via a company representative on 2021-mar-30. The patient¿s identifying information was clarified. It was unknown when the patient first started experiencing the event. The reason for the catheter revision performed on (B)(6) 2021 and the prior catheter revision were unknown. It was further noted however that the patient had a possible lack of optimized efficacy. The cause of the inability to aspirate via the cap was not determined. It was noted that it appeared as of (B)(6) 2021 that the issue / catheter having been unable to be aspirated via the cap was resolved. Regarding the collet from a new model 8781 kit not having worked so they used a collet from another kit, it was clarified that the collet just did not click in. The serial number of the new 8781 kit associated with the event was noted as being not applicable. The cause of the collet not clicking in was unknown. The patient¿s weight at the time of the event was unknown. Regarding the current status of the devices, it was indicated that there would be no return.